Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis in two pieces. The device was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a complete separation at the collar with collar twisted and out of plane, and a kink in the hypotube located 5mm from the collar, and numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on additional information received on 14-may-2018. It was reported that a catheter was broken. A guidezilla¿ ii long guide extension catheter was selected for use during a percutaneous coronary intervention. During insertion, outside of the patient's body, the device could not be delivered to the target area. In addition, it was observed that the guidezilla became separated outside the patient's body. The procedure was completed with a different device successfully. No complications were reported.